Event description:
My husband's freestyle libre 2 sensor was repeatedly reading high blood sugars, which he was treating with fast acting insulin causing dangerously low blood sugars. Upon his last reading it simply read "hi", indicating a blood sugar of 500 or over. Upon double checking with his meter, he was in fact, only 93; had he treated based on that reading, he would have went into a hypoglycemic coma!! Unacceptable. FDA safety report ID# (B)(4).